Event description:
It was reported that the left ventricular lead had high thresholds. During the procedure to replace the lead, it was inadvertently moved to a position that much improved the threshold readings, and so the physician decided to keep this lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A d284trk implantable cardioverter defibrillator 2012 (B)(6), 6947 implantable tachy lead 2009 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.